Event description:
It was reported that the procedure was to treat a calcified, aneurysmal left superficial femoral artery (sfa). After deployment of a long non-abbott stent in the mid sfa, two shorter absolute stents were implanted proximally. A dissection was observed distal to the non-abbott stent; therefore, an attempt was made to place the 7.0 x 40 absolute pro stent for treatment, but it caught on the previously implanted stents and would not cross. During withdrawal of the absolute pro, the stent sprung open and deployed all at one time in the common femoral artery. A balloon was used to fully appose the stent to the vessel wall. Another non-abbott stent was used to successfully treat the dissection. There was no adverse patient effect. The patient was discharged on (B)(6) 2011 with good pulse in his foot and leg. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned absolute self expanding stent system (sess) noted blood in the lumen and in the sheath as well as on the handle, consistent with handling and use in the anatomy. There was saline in the sheath. The stent was deployed. The outer sheath was torn and separated 9 mm proximal to the distal marker band. The distal end of the torn sheath was at an angel. The overall length of the sheath was 4.9 cm. There was 9 mm of sheath proximal to the proximal marker band. There was wrinkled sheath distal to the proximal marker band for a length of 8 mm. The handle was in a locked position. There were no kinks noted to the shaft. The tip was intact. There was no other damage noted to the sess. The inability to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, based on the reported information, it appears the difficulty advancing was due to interaction between the distal end of the absolute pro and the previously placed stent while attempting to cross. Additionally, during the failed attempt to cross the previously implanted stent, it is likely that interaction with the distal outer sheath and stent caused the outer sheath to tear resulting in the stent deploying in the superficial femoral artery (sfa). The kinks noted in the shaft may be the result of pushing against resistance while attempting to advance. Because the absolute pro was used in the sfa, it should be noted that the indication for use in the product instruction for use indicates that; the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. Review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot was performed and revealed no similar incidents reported for this lot. There is no indication of a product quality deficiency. During production all sheathed stents are visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually.